Event description:
The opticross ivus [intravascular ultrasound] catheter was deemed defective after displaying a poor image on the monitor. The catheter was removed and replaced with no harm to the patient. Manufacturer response for opticross ivus catheter, opticross ivus catheter (per site reporter). Mfg [manufacturer] notified by site.